Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt's mother reported the pt has experienced several infections while using the infusion sets. He was hospitalized with the first infection and treated with an IV. He was monitored by his doctors during the other 2 infections. The product is stored in the library of the home. The infusion site is placed in the abdomen and there is no scar tissue. The pt uses alcohol wipes to prepare the area and practices proper site rotation. The infusion sets were replaced. No product will be returned for eval.